Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported that the insulin pump had multiple motor error alarms and that blood glucose level had been higher than usual. Blood glucose value was 22 mmol/l. The customer stated that they were unable to rewind and the motor error alarm occurred during cannula fill. During troubleshooting, it was stated that the device was not exposed to a high magnetic field and the drive support cap was recessed. The insulin pump did not alarm motor error during rewind and passed the displacement test. The alarm history showed 1 motor error alarm. No issues with air bubbles, leaks or settings were found. The high pressure test was not performed. The device will not be returned for analysis.